Manufacturer narrative:
Submit date: 1/08/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see the investigation findings below: the lot number was provided for this complaint and a review of the device history record has been performed. No peculiarities were noted at the time of release and all product requirements were shown to have been met. Current manufacturing practices require production to be sampled and inspected based on valid sampling plans. These sampling plans have been reviewed as part of the investigation and have been found to meet the outgoing acceptable quality level (oaql). In addition to sampling and testing, production employees also perform 100% visual inspection. Twelve pouches of this product were returned by the customer for this complaint; eleven of the pouches were sealed and one pouch was already opened and contained three electrodes attached to the mylar strip. Per the customer, the open pouch is allegedly the one that was used on a child and caused a blister. An examination of the returned samples was performed; the construction of the electrodes was correct and passed all visual inspections, the gel was examined and was tacky to the touch, no evidence of leggy gel was present and therefore appeared to be consistent with previous production lots. A review of the raw material files for the hydrogel used in this production lot indicated that the hydrogel met product specifications. Photographs were provided with this complaint and did display marks on the patient skin; however, due to the nature of this type of product, it is more than likely that the incident is related to skin sensitivity, and it is worth noting that patient sensitivities may have been a contributing factor. Also, skin preparation practices could be a potential root cause of skin irritation. It is important to ensure that the directions for use are implicitly followed when applying and removing electrodes from the patient. Previous complaints of this nature have not been known to cause permanent

Event description:
Impairment or marking. The electrode product family has been tested according to iso 10993 guidelines for biocompatibility that found the hydrogel to be non-cytotoxic, non-irritating, and non-sensitizing. There have been no design changes to this product within the past year that would contribute to any increased probability for skin irritation on patients. Since this complaint is unconfirmed and no complaint trend exists, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with electrodes. The customer reports that a patient had skin reactions to item (B)(4). The customer further stated that the female patient born on (B)(6) 2014 was prescribed mupirocin (bactroban) and hydrocortisone to treat the irritation.